Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of difficulty connecting the black power cable was not confirmed. The system controller was not returned for analysis and was exchanged. There were no pictures or additional documents provided. Additional information provided on 18mar2020 stated that exchanging the backup controller resolved the connection difficulty. The IFU states in the ¿guideline for power cable connectors¿ section to line up the half circles inside the connectors and gently bring the connectors together, turning them slightly to make the connection. A root cause for the reported event cannot be conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that it was difficult to connect the black cable of the system controller to the cable of the power module and clip. The controller was exchanged.